Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexviewing pc would not boot up. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flexviewing computer, installed system software, restored system settings and renewed license information which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file showed blue screen error. Upon troubleshooting, fse identified error in the flexviewing pc. The fse a replaced the flexviewing pc, installed system software, restored system settings, and renewed license information. The part analysis of flexviewing pc was performed, and it confirmed that the flexviewing pc did not boot and the failed component was ram. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.